Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that eight knives have been dull. Procedure details information is unknown. No patient harm was reported. Additional information has been requested. Additional information received further clarified that the dull knives were noted during separate cataract surgeries. An alternate knife was obtained in order to complete each procedure. It was confirmed that there was no harm to any patient.